Event description:
It was reported that during a laparoscopic revision of sleeve to bypass procedure, the scrub tech squeezed the handle to load the first clip but it spit out of the jaws. She tried loading two more times but it continued to spit clips. So she set it aside and this instrument was never used on the patient. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Date sent: 04/16/2012. Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition.  In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch history records were reviewed with no anomalies noted during the manufacturing process.